Manufacturer narrative:
As the sterile lot# was not available, device history record review could not be performed. Attempted endoscopic needle injection of trufill nbca glue mixed with contrast into a gastric varix resulted in uncontrollable bleeding from the varix. The female pt with a history of hepatic/renal dysfunction was undergoing an upper endoscopy for treatment of a large gastric varix. The pt was deemed not to be a tipss candidate, and was considered a very high risk for spontaneous varix rupture. Banding of the varix was excluded as an option upon reviewing the nature of the lesion. She was not intubated for the procedure. The glue was being used to coagulate and stabilize the varix. Upon injection with a 23-gauge needle into the varix, it was noted under fluoroscopy that the glue did not inject as expected into the varix. In addition, blood loss extravasated from the varix into the stomach at a very high flow rate. The endoscope was pulled out in an attempt to prepare for emergent varix banding; however, the pt aspirated blood. She was intubated when she was noted to be in respiratory distress. It was reported that the pt coded and died after unsuccessful resuscitation and attempts to stop the bleeding. The lot 3 of the trufill nbca glue is not know; therefore, a device history review cannot be completed. The nbca glue was being used to treat a gastric varix. As indicated in the instruction for use (IFU), the intended use of this prod is for the embolization of cerebral anteriovenous malformations (avms) when pre-surgical devascularization is desired. As stated in the IFU, serious, including fatal, consequences could result in the use of the trufill n-bca liquid embolic sys without adequate training. It was reported that the nbca was mixed with contrast. The IFU instructs that the nbca should be mixed with etiodized oil and tantalum powder may also be added to augment radiopacity. It is not know how mixing with off label contrast may have affected the glue. It was reported that upon injection, it was noted that the glue did not inject into the varix and that blood flowed at a high rate from the varix. It appears that the needle was either not in the varix when the glue was being injected, or the flow rate of the varix far exceeded the injection rate. This would indicate that the nbca was not being injected into the varix and the bleeding was caused by the perforation of the varix by the needle. In addition to being used for an off label indicating, the IFU warns that embolization should not be performed when high blood flow preclude safe infusion of the embolic agent. The off label use of the nbca combined with the procedural technique contributed to the uncontrolled bleeding from the needle perforation which led to aspiration and resulted in the pt death. There is no indication that the event was caused by a malfunction of the nbca glue or is related to the design or mfg of the glue. Usage other than the approved labeling may involve risks not describe in the labeling.